Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window. The device was received missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 118 mg/dl. Customer stated she was sleeping when the alarm occurred. Customer was advised to revert to back up plan. No further information reported.